Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a heart catheterization interventional procedure. Reportedly, resistance was felt advancing the thumb advancer. However, the sheath split completely, the clip was deployed and was used to achieve hemostasis. Resistance was felt during removal of the starclose se device and the sheath was noted to be stretched. The safety release mechanism was used to remove the starclose se device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. (B)(4). The device was not returned for analysis. The reported difficulties were concluded to be related to a potential product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.